Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited reproducible noise on rate/sense channel that is causing inhibition of pacing. The patient is pacemaker dependent and reported symptoms of lightheadedness.